Event description:
It was reported that on (B)(6) 2024, the wrong length of screw was in the baggage. On the front it said it was 5mm length screw 1.85 and when it was open it said 4mm length in the clip. This was for a bimax surgery. Surgery was completely successfully without any surgical delay. There was no patient consequence reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The medtech orthopaedics team forwarded the physically returned device to the supplier, who conducted a visual inspection of the process based on photographs. Visual inspection of the returned device revealed that the screws were received for evaluation outside of the packaging, with previously manipulated seals and screw labels. All labels on the packaging displayed markings for l5mm screws. The screws that arrived outside of the packaging were measured and found to be 4 mm in length. An investigation was conducted by the supplier, describing the packaging process based on the specific lot and other lots manufactured during the same time period. Potential areas within the packaging process were inspected and verified. Given the significant time gap between receiving and processing the first order with 4 mm screws, it is highly unlikely that any mix-up occurred during the incoming inspection stage. After examining the processes and procedures from chapters 1 to 3, it was determined that: the packaging steps for production orders were completed with out any non-conformance issues. Each machine performed a specific step, ensuring that only one order was processed at each stage to prevent mix-ups between lots. Employee worked exclusively on production order associated with pg 650.191, making it unlikely that any mix-up occurred in the cleanroom area. The mix-up did not occur during the carton packaging step, as the sterile barrier label did not match the product within the sterile barrier system. However, it is strongly expected that the mix-up happened before delivering to fru. A dimensional inspection was reviewed by the supplier with any non-conformances a functional evaluation not performed as it is not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the matrix screw ã¸1.85 self-tap l5 tan 1u I/ would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : sterile part: 04.511.205.04s, sterile lot no: 282l599, release to warehouse date: 05 mar, 2024, expiry date: 01 mar, 2034, manufacturing site: werk selzach, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected: e4, h8. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.